Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a mechanical circulatory support device and venoarterial extracorporeal membrane oxygenation were initiated in a female patient who presented in advanced cardiogenic shock. The patient received transfusions of packed red blood cells on the first and second days of support due to declining hemoglobin levels. The patient remained critically ill despite ongoing management, and care was eventually withdrawn, resulting in the patient¿s death. Follow-up registry information indicated that the patient also experienced rapid ventricular response and atrial fibrillation that required attempted cardioversion. A subsequent study report listed the atrial fibrillation with rapid ventricular response as possibly related to the mechanical circulatory support device.

Manufacturer narrative:
Investigation summary: ppae (major bleed): the cause of the injury was not determined due to insufficient clinical details. Ppae (paroxysmal atrial fibrillation/tachycardia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1851424, device history batch: subcomponent lot: n/a, device history review: the pump sn: (B)(6) passed all the post sterile inspection checks.